Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated because the dexcom was giving inaccurate readings, they were not warned of a hypoglycemic event that they experienced. The patient did not provide further event details. Additional patient information is not available. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined.